Event description:
The manufacturer received information alleging particles in air path related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
Additional information was received on march 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging wheezing, a bad cough, device has a strange smell, and nasal/throat irritation or soreness related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. A slight odor was confirmed during therapy airflow. The manufacturer inspected the device externally and internally, observed an unknown contaminant on the exterior of the top enclosure, bottom enclosure, and accessory flip doors, a white unknown dust contaminant was observed inside the inlet of the blower box and inside the iso port of the rear panel, confirming debris in the airpath, an unknown dark contaminant was observed on the interior of the top enclosure and on the front panel, a white unknown dust contaminant was observed on the o ring of the rear panel and inside the outlet of the blower box, an unknown dust contaminant was observed on the bottom enclosure, a white dust contaminant was observed on the blower, blower seal, inside the blower on the impellers and on the blower box that is consistent with mineral deposits from liquid ingress. Evidence of liquid ingress was observed on the blower and blower box. A dark contaminant consistent with keratin was observed around the outlet of the blower box. Manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. During the investigation of the humidifier, they observed a black contaminant on the interior and exterior of the iso port of the flip lid assembly, a white dust contaminant and particles consistent with mineral deposits was observed inside the water tank, on the flip lid and the flip lid seal. The flip lid was observed to have a dark contaminant on it consistent with an unknown bacterium. A clear, dry film of unknown substance was observed on the water tank lift tray and bottom enclosure. Mineral deposits were observed on the bottom enclosure, on the dry box seal, and inside the dry box. A dark contaminant was observed on the bottom enclosure, dry box, and rear panel. Hair-like particles were observed on the bottom enclosure and rear panel. Mineral deposits were observed on the rear panel. A clear, dry substance was observed on the lower base cover, along with an unknown dust contaminant. Mineral deposits were observed on the lower base cover and the heater plate. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes that there was the evidence of sound abatement foam degradation.